Event description:
Hosp staff responded to a cardiac arrest, pt pulseless and apneic when staff arrived. CPR was started and acls protocol followed. Disposable defibrillation electrodes were attached to the pt, pt monitored in paddles lead. Reportedly, when staff attempted to pace the pt, the device displayed only dashed lines and indicated connect electrodes. The staff was concerned as they could not see the pt rhythm to determine the effect of pacing. The pt was not resuscitated. The reporter stated the pt outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's lack of viability. The reporter stated that after the event, a discussion with the staff determined that ECG electrodes had not been placed on the pt, and that the device had switched to lead ii when pacing had been activated.